Manufacturer narrative:
Additional information was received that the ipg discomfort, soreness, and tenderness were due to the fall. Fall was believed to be not device related. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient had a pocket discomfort. It was noted that the patient had a fall weeks ago. It was reported that the ipg site was sore and tender. The patient will undergo an ipg replacement procedure and the ipg will be relocated. No device malfunction was suspected.

Event description:
A report was received that the patient had a pocket discomfort due to fall. It was noted that the ipg site was still sore and tender. The patient will undergo an ipg replacement procedure and the ipg will be relocated. No device malfunction was suspected.